Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): analysis of the device revealed normal battery depletion.

Event description:
It was reported that the device experienced a power on reset. The device was reprogrammed and remains in use. It was later reported that the device was explanted and replaced due to power on reset and difficulties during interrogation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device experienced a power on reset. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.